Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent a full spinal cord stimulator (scs) explant procedure. No device malfunction was suspected. The explanted devices were discarded.